Event description:
The patient stated that the infusion device froze and displayed "77" on the screen. She stated that she was using a corrected power pack which had been in use for 3 weeks. The patient was advised to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the affected power pack, therefore, the lot number and expiration date is not available. The infusion device was replaced and requested to be returned for evaluation. The power pack was discarded and will not be returned.